Manufacturer narrative:
(B)(4). Initial surgery: (B)(6) 2021. Revision surgery: (B)(6) 2021. Report source: australia. Concomitant medical products: part : 010000704, lot 6721086, brand: acetabular shell; part: 010000936, lot 6848116, brand: acetabular liner; part: 650-0663, lot 2019040200, brand: femoral head; part: 51-114180, lot 6820522, brand: femoral stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to unknown reasons approximately 3 months post implantation. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; g3; h2; h3; h4; h6 no product was returned; visual and dimensional evaluations could not be performed. A review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.